Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried bodily fluid in the lead lumen. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The lead did not pass guidewire insertion testing due to foreign material present in the lead lumen at approximately 878 millimeters (mm) from the terminal pin. Laboratory testing concluded the foreign material was likely a combination of bodily fluid and possible polymer from the lead/guidewire interaction. Laboratory analysis confirmed the guidewire movement difficulty.

Event description:
It was reported that during the attempted implant of this left ventricular (lv) lead, the lead was difficult to implant and the guidewire became stuck during manipulation of the lead. The lead was explanted and replaced. No adverse patient effects were reported.